Manufacturer narrative:
Insulin pump was received with cracks to the battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot and a scratched display window.

Event description:
It was reported that the customer had damage around the reservoir on the insulin pump. Customer stated that there is a hole where you put the reservoir in and it is breaking off around the edge. Customer reported that the area where the reservoir comes out of is now jagged. Customer stated that it seems like the pump is disintegrating. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).